Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the staple handle was inserted during a laparoscopic gastric bypass, the trocar was leaking air and the same time the seal was damaged and it made a strange noise. Another trocar was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the circular seal was cut. The trocar, cannula, and envelope seal appeared intact. The obturator was received. The envelope seal was stretched out. The obturator was received inserted into the cannula. Prolonged insertion can cause the envelop seal to become stretched. A functional evaluation found that the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.